Event description:
It was reported that the device failed the insulation test.

Manufacturer narrative:
The reported faulty insulation was confirmed on the returned device. Visual inspection revealed dents and scratches on the insulation. Further, the shaft is slightly bent. The device was further tested using an insulation scan and the device failed. The probable root causes are user misuse, improper sterilization methods, or normal wear. In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device failed the insulation test.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.